Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information becomes available, a follow-up report will be submitted.

Event description:
This is a report of culture negative peritonitis in a patient coincident with physioneal and extraneal therapies for automated peritoneal dialysis (apd). Extraneal and physioneal therapies were ongoing. Remedial therapy was not reported. The cause of peritonitis was not reported. The outcome of this peritonitis event was not reported.